Event description:
Information received by medtronic indicated that the customer had reported the transmitter was unable to charge. No harm requiring medical intervention was reported. The troubleshooting was not performed. A replacement of the transmitter will be provided to the customer. The device will not be returned for analysis.